Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A technical support specialist remoted into the system and found that the lumidigm services were not running. The engineer started the services, after which user was able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower bio ID was not lighting up. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.